Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional finding was a scratch mark on the distal end of the main tube showing light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument began to work badly, as there was limited movement of the endowrist. A broken wire was observed. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.